Event description:
It was reported that a patient underwent a kyphoplasty procedure. When the physician went to do the 'eggshell technique', he reinserted and removed the balloon. The balloon tore apart and the inner shaft of the tamp seemed to stretch. Could not confirm that balloon fragments did not remain in the patient. There were no patient consequences. No additional information was reported.

Manufacturer narrative:
Followed up by company representative.